Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 250 to 300 units of insulin. At the time of the reported event, the insulin gauge displayed a fill estimate of 60 units which was within the range based on the insulin usage amount provided by the customer. The customer's blood glucose level was 136 mg/dl.